Event description:
It was reported that the patient presented in clinic for pocket revision. It was noted that the implantable cardioverter defibrillator (ICD) had migrated and had started to cause irritation on patient. The ICD was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was returned in one piece for analysis. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were normal with no anomalies found.